Event description:
It was reported the display is cracked and there are chips out of corner of casing. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the upper case was broken and the liquid crystal display (lcd) was broken. It was also noted that the lower case and ring cover were broken, one bail cover was missing and one was broken, the battery contacts were compressed and both bails were missing.